Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report

Event description:
On (B)(6) 2019 the child was seen at the clinic and reported that since the day before there was no longer hearing benefit with the device. The family did not report any trauma, illness or swelling above implant housing. Prior to this, the hearing with the affected device was perfectly normal. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) 2019 the child was seen at the clinic and reported that she could no long hear with the device since the day before. The family did not report any trauma, illness or swelling above implant housing. Prior to this, the hearing with the affected device was perfectly normal. The recipient has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2019 the child was seen at the clinic and reported that since the day before there was no longer hearing benefit with the device.